Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms along with loss of capture at maximum outputs. A lead fracture was suspected. A revision procedure was performed where the lead appeared fractured under fluoroscopy. The physician experienced difficulty explanting the lead, thus it was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.